Event description:
It was reported that during the implant procedure, the catheter allowed a backflow of blood and might have had issues on the rubber part of the value due to air leakage. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.